Event description:
It was reported that the user experienced sustained hyperglycemia after a recent infusion set and cartridge change while using the ilet system, with blood glucose levels over 400 mg/dl for about 14 hours and no alerts or alarms from the device. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention and no use of backup therapy. Investigation included troubleshooting and user education, during which the user was advised to replace the nearly empty cartridge, change all pump supplies, and place the new infusion set in a different body area; the user declined live walk-through and planned to self-complete the change and monitor for glucose reduction. Investigation of this case revealed a cause that remained unclear, with potential infusion set or supply-related issues not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.